Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported that the implant had to be removed at the time of placement because the healing collar wouldn¿t properly thread in the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No damage to the implant and no malfunction. Functional testing was performed for the returned product with an in-house stock abutments and seats/threads into as intended. No malfunction on the implant. No pre-existing conditions were noted by the customer. Pictures or x-ray images were not provided. The intended tooth location was not reported for this event and the implant was place and removed in the same procedure. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complainant reported that the implant had to be removed at the time of placement because the healing collar wouldn¿t properly thread in the implant. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.